Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the surgeon was implanting the stem into the patient he heard something snap. A piece of the inserter snapped off and was stuck in the stem. Surgeon dug out the snapped piece and made sure none of the inserter was left inside the stem before finishing case. There was no patient harm or delay in procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. One tloc 133 offset inserter assy was returned and evaluated. Upon visual inspection the inserter had impact marks on the strike plate of the device. Tip shows shiny areas from use. The tip of the device had fractured. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.